Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received an allegation of the device no longer achieving set tidal volumes in ac-vc mode after updating the device to the newest software 1.05.06. The device was not in patient use and was used on a test lung. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.